Event description:
It was reported that the asymptomatic patient presented to the or for device change out. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasion were found at 6.5-9.4cm from the helix. Internal insulation abrasions were found at 8-8.5cm, 10.5-11.0cm, and between 31.4-31.6cm from the helix. The etfe coating was intact at all abrasion locations.